Manufacturer narrative:
Another contact info:(B)(6). Due to characterization limit e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm during use. She reported that the alarm had gone off and she was inquiring about what to do if it went off again. Nurse did not utilize the help screen or the iab fill key but just restarted the pump. Esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient hemodynamics and clinical picture, the alarm was likely caused by possible changes to intrathoracic pressure. Esp personnel encouraged nurse to call him should the alarm go off several times in an hour so that we could troubleshoot together. Nurse was appreciative of the support. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Esp personnel responded to evaluate and troubleshoot the unit after an alarm event. The patients pump was restarted without using the help screen or iab fill key. Personnel confirmed there was no blood in the helium tubing, all connections were secure, and there were no visible kinks. The alarm was explained as likely related to changes in intrathoracic pressure based on the patients hemodynamics and clinical condition.

Event description:
N/a.